Manufacturer narrative:
A gold-tite square uniscrew (unisg) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. There was noticeable wear and discoloration due to usage around the threads and the collar. The square feature had evidence of gouging. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev c 09/16. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of gold-tite square uniscrew it is recommended to torque at 32-35 ncm. Warning: mishandling of small components inside the patient¿s mouth carries risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The complainant reported that the when ¿he was backing the screw out (that he initially thought was loose) to replace it with the new screw, he realized that it was actually fractured¿. The complaint was confirmed through visual and physical inspection of the as received product. Based on the DHR review, there were no manufacturing nonconformities/deviations or material deficiencies identified that could cause or contribute to the reported event. A root cause could not be identified for the reported event. There are no corrective actions recommended at this time.

Manufacturer narrative:
Date of birth not provided. Patient weight not provided.

Event description:
Doctor reported that the unisg screw he initially thought was loose was actually fractured.